Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was not confirmed; however, the root cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the patient at home guide to be adequate for the use error in this incident. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during drain 1 of 4. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and transfer set, and then they cycled the power off and on. Then they received a se 2367. The tsr explained the alarms and the hp stated that they had to disconnect to answer the door, and then they reconnected only to receive 2240 alarm. The hp did not press stop after disconnection. The tsr explained to discard all the supplies and reported the alarms to the peritoneal dialysis nurse the next morning. The hp was told to finish therapy via using manual supplies.